Manufacturer narrative:
No product samples were returned for investigation; however, photographs were provided and evaluated. The photos show one spiros connected to a microclave and the male luer of an unknown set. Drug residuals can be seen on the exterior surface of the spiros. No other damage or anomalies are clearly visible. The device history review (DHR) for lot number 4991018 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. The complaint can be confirmed based on the images provided however, without the return of the sample a probable cause cannot be determined.

Manufacturer narrative:
The device is available for evaluation. It has not been received. Investigation is pending.

Event description:
The event involved a spinning spiros that leaked 5fu at the connection of the elastomer extension. The set up was the spinning spiros and elastomer extension connected to the clear microclave to the peripherally inserted central catheter (PICC line). The 48 hour home treatment was to infuse at a rate of 2.5 ml/hr. After 48 hours, the patient returned to the hospital and the nurse noticed that the spinning spiros was wet and the 5fu drug had precipitated at the base of the spiros. It was also noticed that the elastomer was full and the treatment had not been infused. There was patient involvement and delay in therapy, but no reported harm.